Event description:
The pt reported experiencing elevated blood glucose in 2009. She changed the infusion set and her blood glucose decreased. She believes the infusion device should have alarmed e4 (occlusion). At approximately 2 months later, the pt's blood glucose was elevated to 18.7 mmol/l (337 mg/dl) and she bolused through the infusion device. At about 2 days later, her blood glucose was elevated to 16.8 mmol/l (302 mg/dl) and she bolused through the infusion device. Her normal blood glucose level is 5.6 mmol/l (101 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.